Event description:
On (B)(6) 2013, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Final imaging revealed a distal type I endoleak. On (B)(6) 2013, a planned intervention occurred where by two contralateral leg components were implanted to treat the distal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.